Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is anyfurther relevant information obtained, a supplemental will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure indicated for a left atrial appendage closure (laac). During the procedure, the physician mentioned that as they were withdrawing it the guidewire from the dilator/sheath, it got stuck. The sheath and dilator advanced over the wire smoothly until the physician attempted to pull the wire out of the dilator and it could not be removed. They had to remove the components altogether, open a new kit and used only the rf wire this time with the sheath/dilator to complete the procedure successfully (different device, same model). No specific issues were noted with the guidewire or dilator upon removal from packaging. The dilator was not manually shaped prior to insertion. There was no indication, kink in the dilator, trouble inserting the wire, etc. Prior to using. The patient's anatomy was not tortuous. There was no reason that the physician could tell that the wire would not have been able to come out of the dilator. No patient complications reported. The product is not expected to return as it was contaminated and disposed of at the facility.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure indicated for a left atrial appendage closure (laac). During the procedure, the physician mentioned that as they were withdrawing it the guidewire from the dilator/sheath, it got stuck. The sheath and dilator advanced over the wire smoothly until the physician attempted to pull the wire out of the dilator and it could not be removed. They had to remove the components altogether, open a new kit and used only the rf wire this time with the sheath/dilator to complete the procedure successfully (different device, same model). No specific issues were noted with the guidewire or dilator upon removal from packaging. The dilator was not manually shaped prior to insertion. There was no indication, kink in the dilator, trouble inserting the wire, etc. Prior to using. The patient's anatomy was not tortuous. There was no reason that the physician could tell that the wire would not have been able to come out of the dilator. No patient complications reported. The product is not expected to return as it was contaminated and disposed of at the facility.